Manufacturer narrative:
The field service representative (fsr) verified the complaint through the user facility's biomedical engineer and perfusionist as the date was corrected before he could visit the site for inspection. The coin cell battery was replaced and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) date was wrong, and it was alarming upon power up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d9

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed corrosion on the bottom side of the coin cell battery which disrupted the voltage when measured around the edges. It was determined that the coin cell battery did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.